Event description:
Related manufacturer reference number: 3006705815-2021-03619. It was reported that the patient experienced tingling sensation at the ipg site and lead site. As a result, surgery occurred to explant and replace the system to address the issue.